Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: re-revision: instability and occasional clicking sensation, diffuse swelling, sharp pain on medial tibia head, xray show well fixed total knee replacement with no evidence of complications complaint is confirmed with the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a revision due to patellar pain and instability 7 months post implantation. The natural patella was revised with a new implant and the bearing was replaced.

Manufacturer narrative:
(B)(4). G2: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. 184508 vngd ps open por fmrl rt 65 lot# 158140.